Event description:
This 2 yr old pt had a granuloma of the tissue & was having a laser procedure involving a ktp laser with a bronchoscope. The hcp heard a "pop". Everything that the bronchoscope touched burned; the areas of the lips, tonsils, larynx, and trachea. The fiberoptic was noted to have "charring".